Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter name dr. (B)(6).

Event description:
Doctor reported implant was removed due to implant fracture at tooth site 15.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bost411, (3i t3 non-platform switched tapered implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, the implants collar was fractured off from the body of the implant. Fractured body not returned. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the bost411 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : implant, based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured from the implant body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.